Manufacturer narrative:
The soft cannula was observed to be kinked. During the investigation, the kink did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patients blood glucose level rose to 327 mg/dl while wearing the pod longer than 48 hours. As treatment the patient gave themselves a manual injection.